Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Moreover, patient has history of fall and the field representative thought if this could have affected the lead integrity or could be noise caused patient to fall. Furthermore, this lead was surgically abandoned. No additional adverse patient effects were reported.